Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that noise was noted on the right ventricular (rv) lead. No changes or intervention was reported. There were no patient consequences.